Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys toxo igm immunoassay results for 2 patients tested on a cobas 6000 e 601 module serial number (B)(4). The physician questioned reactive results. For patient 1 the initial toxo igm result was 1.85 coi (reactive). On (B)(6) 2019 for patient 1 the initial toxo igm result on a different e 601 was 1.99 coi (reactive). For patient 1 the toxo igm result on the abbott architect was 0.05 index (non-reactive). For patient 2 the initial toxo igm result was 3.50 coi (reactive). On (B)(6) 2019 for patient 2 the initial toxo igm result on a different e 601 was 3.50 coi (reactive). For patient 2 the toxo igm result on the abbott architect was 0.06 index (non-reactive). Patient 2 was a (B)(6) female.

Manufacturer narrative:
The customer provided additional data. For patient 1 the initial toxo igm result was provided as 1.9 coi (reactive) toxo igm reagent lot 387695. The sample was tested with toxo igm reagent lot 409463 and the result was 0.5 coi (non-reactive). The patient's age was corrected. For patient 2 the initial toxo igm result was provided as 3.4 coi (reactive) toxo igm reagent lot 387695. The sample was tested with toxo igm reagent lot 409463 and the result was 1.2 coi (reactive). The age was corrected as 32 years. The customer provided additional data for a third patient (patient 3) for patient 3 the toxo igm result with toxo igm reagent lot 387695 was 2.01 coi and the result with toxo igm reagent lot 409463 was 0.6 coi. For patient 3 there was no allegation of an adverse event. It was asked but not known if the results were reported outside of the laboratory. The samples were not provided for investigation. The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch fields age or date of birth updated.